Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products,

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cerebrovascular event on or about (B)(6) 2009 after the use of the product.